Event description:
It was reported that a small volume intermate had particulate matter within its reservoir. This was found before patient use. The device was filled with ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from august 28, 2014 to september 3, 2014. Evaluation summary: the device was received for evaluation. A visual inspection was performed and revealed a white particle, ranging between 0.43 to 1.53 mm in length, floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.